Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced a downstream occlusion set alarm. This condition may have been a false alarm. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced 16 occurrences of downstream occlusion set alarm. This condition may have been a false alarm. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This device is a remediated colleague pump with a user interface module software version of 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Correction data: the device was received by baxter for evaluation, and the reported condition was confirmed in the event history but not duplicated. This complaint is an ancillary of (B)(4). The cause was not identified as the condition was not related to the customer reported condition. No further testing has been completed at this time and no repairs have been performed in relation to the reported condition of this complaint. If any additional information is received, a follow-up will be sent.